Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 274 mg/dl with an unknown cause. Customer was taken to the clinic for assistance in treating the bg. The contact was unable to provide additional information regarding the issue at time of call and follow up attempts were unsuccessful.